Event description:
Reporter indicated that the patient had been hoarse for approximately 2 days after his implantation procedure until present. The patient saw an ent physician that concluded that the patient's left vocal cord was paralyzed, and that he should see the surgeon who conducted the implant procedure. Information was received that the surgeon saw the patient, and concluded that the issue was a complication of surgery, and not related to stimulation as it occurred before the device had been activated. The patient was placed on steroids, and was recommended for speech therapy. The surgeon's office indicated they will monitor the issue until it is resolved.